Event description:
The device was used during a vats. It was reported by the rep that on the second fire the instrument broke. The new instrument was opened to finish the case. There was no consequence to the pt.